Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was treated with antibiotics and the ipg was explanted to address the issue. Reportedly, the infection resolved over time.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.